Event description:
It was reported that during device preparation, while removing the stylet and protective sheath from a 3.75x12 mm nc trek dilatation catheter, resistance was felt and force was applied. Reportedly, the physician thought that the shaft may have become stretched at the distal end of the device. There was no separation noted to the device. The device was not used and there was no patient involvement. A new same size nc trek dilatation catheter was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath and stylet was not confirmed due to the protective sheath and stylet not being returned. The reported stretched shaft was not confirmed; however, the shaft was found to be collapsed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath and stylet was not confirmed due to the protective sheath and stylet not being returned. The reported difficulty inserting the guide wire was confirmed. The reported stretched shaft was not confirmed; however, the shaft was found to be collapsed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the previously filed reports, additional reported information indicates this incident was a duplicate of MFR report #2024168-2015-03110 with the user facility medwatch stating: the tip protector on end of dilatation balloon would not slide off. Once the tip was finally removed, the balloon would not slide over the guidewire. Balloon not used on patient and never entered body. Additional reported information indicates that the 3.75x12 mm nc trek dilatation catheter was unable to be inserted onto the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.